Manufacturer narrative:
The device was not returned to the manufacturer for physician evaluation and the failure mode cannot be confirmed. Medical records are unavailable due to the lack of patient identifier and details. As a result, the complainant facility is also unknown therefore delivery history and review of the batch production records could not be performed. If additional information is made available a supplemental report will be submitted.

Event description:
It was reported that when treatment was initiated the patient's platelet count started dropping it began approximately 150k and dropped about 50%. After a couple of more treatments the patient's platelet count dropped to the 20k-30k range.